Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data log corruption. Reportedly, the pump shut down two days prior to event. The customer reported a blood glucose (bg) level of 335 (mg/dl). An injection was delivered to address bg level. It was indicated that the current pump and/or manual injections would be used for diabetes management.